Event description:
It was reported that 1 bd pen ndl 31ga 5mm did not attach. The following information was provided by the initial reporter : it was reported that the consumer was not able to attach the pen needle to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2021. H.6. Investigation: one open 31g x 5mm pen needle sample and two photos were returned from lot. No. Unknown, cat. No. 320129. Visual examination and a functionality test was carried out on the returned sample and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and cover.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter zip code: (B)(4). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm did not attach. The following information was provided by the initial reporter: it was reported that the consumer was not able to attach the pen needle to the pen.